Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was >220 mg/dl. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.